Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and found that the needle is safely housed inside the applicator body. The reported event of a broken needle was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the needle detached from the applicator. No additional patient or event information is available. No product was provided for evaluation. The reported detached needle could not be confirmed. A root cause could not be determined.